Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the keyboard was not responding. A field service engineer rebooted the station to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation es system keyboard not responding, preventing user from removing the required medication. The customer stated that they were able to get the medications from other stations. There were no adverse events or injuries reported based on this event.